Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low pacing impedance after fixation. While repositioning the lp, the helix was stretched. A different lp was used to complete the procedure. There were no patient consequences.